Manufacturer narrative:
The patient has a medical history of atrial fibrillation and ckd. The cause of death was listed as cad and renal failure. Cec adjudicated the death as cardiac death and stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event term was updated to ams encephalopathy. The investigator assessed that the event is not related to antiplatelets medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approximately 3 months post index procedure, the patient suffered cardiorenal syndrome. The patient died of non sudden cardiac death. The investigator reported that the event is not related to the index device.